Manufacturer narrative:
Article citation:operative and technical complications of vagus nerve stimulator implantation, operative neurosurgery, december 2010, vol. 67, ons490; spuck, s, tronnier, v, orosz, I, schonweiller, r, sepehrnia, a, nowak, g, and sperner, j.

Event description:
During manufacturer review of the published article "operative and technical complications of vagus nerve stimulator implantation, operative neurosurgery, december 2010, vol. 67, ons490; spuck, s, tronnier, v, orosz, I, schonweiller, r, sepehrnia, a, nowak, g, and sperner, j", it was identified that a patient died of a likely seizure after drowning in a bathtub. The patient had been implanted with vns for two years, and was having rare seizures. The time of the event is unknown, as the article was a retrospective review from 1999 through 2008. Attempts to the author for further information have been unsuccessful to date.